Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the buttons on the pump are sticking: he reports the up, down and ok buttons are sticking and that the symbols are worn on the keypad. Reporter also states that the rubber keypad is torn around the ok button and starting to peel away from the top portion of the pump. The pump is worn in a pocket and not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the up, down, and ok buttons. Multiple presses require before the buttons will engage. Testing revealed no damage to the keypad. Keypad was removed to investigate and contamination was present under the contacts of all buttons. Unrelated to the complaint, the bolus button cover was found to be detached from the pump and the serial number label was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.